Event description:
It was reported that during routine checks, the cs300 intra-aortic balloon pump (iabp) display was flickering. The unit did not alarm for the malfunction. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse switched the display onto another iabp unit to test and observed a stable display. The unit passed the display test. The fse removed the display, cleaned & connected back all the internal cables, lcd cables verified, and unit test run for an hour without problem. Pm was performed. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.